Event description:
It was reported that the customer experienced a continuous elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Boluses via the pump were delivered and manual insulin injections were administered to address bg level. Additionally, the pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.